Event description:
It was reported the bed mattress keepers broke, allowing the mattress to slide under the head board. Due to the strain of the misplaced mattress, the edge of the head deck has cracked.

Manufacturer narrative:
This event occurred outside the u.s.